Event description:
The physician used two resolute onyx drug eluting stent devices ((B)(4)) to treat a lesion in the proximal circ umflex artery and lad. There was no damage noted to the devices packaging. The lesion was pre-dilated. There were no issues noted when removing the devices from the hoop/tray. The devices were inspected with no issues. Negative prep was not performed. The first stent ((B)(4)) did not pass through a previously deployed stent. No resistance was encountered when advancing the device and excessive force was not used. The first stent ((B)(4)) was successfully deployed. An attempt was then made to insert the second stent. Resistance was encountered when advancing the second stent ((B)(4)), excessive force was not used. It is reported that when the second stent ((B)(4)) was being advanced, interaction occurred with the first stent ((B)(4)) and the (B)(4) stent dislodged from the delivery system. While attempting to retrieve the dislodged (B)(4) removal difficulties were encountered, resulting in the dislodgement of the (B)(4) device. Multiple wire method was used in an attempt to retrieve the dislodged (B)(4), however the deployed (B)(4) was pulled out as well. No patient injury is reported.

Manufacturer narrative:
Cine image review: the returned images capture the severely stenosed diagonal branch of the lcx and lad. The images capture the pre-dilation and successful stent implantation of the 3.5 x 30 mm resolute onyx stent. Post dilation is performed on the 3.5 x30 stent. The images do not capture the attempted delivery of the 4.0x12mm stent, however an image captures the dislodged 4.0x12mm stent located immediately distal to the guide catheter tip and immediately proximal to the implanted 3.5x30mm onyx stent. The dislodged 4.0x12 stent is then removed with a wire, the previously implanted 3.5x30 mm stent is also removed attached to the dislodged stent. The procedure continued with successful stent implantation, with improved flow evident post procedure. The returned photograph captures the reported dislodged 4.0x12mm stent with the stretched 3.5x30mm migrated stent attached. The stents are still on the guidewire post removal from the patient. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the stent was returned off the balloon,the delivery system was not returned for analysis. The two stents were returned attached to each other and attached to two guidewires. The stents and guidewires were returned loaded in non-mdt guide catheter. A y-port connector was also returned with stents. Blood tissue was visible along the stent during initial inspection. Stent was placed in waterbath to disperse blood tissue. Visual analysis of stent was performed, and deformation was evident to the complete stent, with wraps and struts appearing stretched. Medtronic. If information is provided in the future, a supplemental report will be issued.